Event description:
It was reported that the patient presented for follow up with diaphragmatic stimulation. A device interrogation revealed failure to capture exhibited by the right ventricular lead. A chest x-ray confirmed that the both the right ventricular and right atrial leads had dislodged. The patient was scheduled for revision and both leads was successfully repositioned on (B)(6) 2024. The patient was stable.